Event description:
Customer reported a difference between the blood glucose versus sensor glucose readings. Customer stated that his sensor glucose reading was 59 mg/dl and they treated with orange juice. When the customer checked their blood glucose the reading was 172 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.